Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited low amplitude and oversensing. X-rays were performed which were inconclusive. Lead dislodgement is suspected; however, it has not been confirmed. Further evaluation of the patient and troubleshooting options were discussed. This lead remains in service. No adverse patient effects were reported.